Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (bleeding between periods)"), bladder disorder ("bladder/urinary problems : bladder problem"), urinary tract disorder ("bladder/urinary problems : urinary problem"), cystitis ("bladder/urinary problems : bladder infection") and urinary tract infection ("bladder/urinary problems : urinary tract infection"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, back pain, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder, cystitis and urinary tract infection had resolved. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: on (B)(6) 2011 she performed essure confirmation test. Plaintiffs received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, bladder problem, urinary problem, bladder infection, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet was received. Previously reported event injury was replaced with new events: pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, back pain, menorrhagia, bladder problem, urinary problem, bladder infection, urinary tract infection. Reporter information, date of birth, essure removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.